Manufacturer narrative:
Further information was requested but not received. This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: (B)(4)) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. It is unknown if the programmer was running the updated software version at the time the longevity discrepancy was discovered. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The programmer was running the updated software version at the time the longevity discrepancy was discovered. The patient¿s pulse generator was explanted and had not yet reached elective replacement indicator (eri). No patient complications have been reported as a result of this event.